Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime, fill anomaly due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Unit had broken battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir and battery compartment was damaged. The customer¿s blood glucose level was 350 mg/dl at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.